Manufacturer narrative:
In order to resubmit #001 supplemental by request of FDA, this report is indicated as missing and therefore it also was resubmitted. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported experiencing intermittent overdose symptoms which have been occurring once a week since last summer. The patient experiences flaccid extremities and nausea. The symptoms are relieved within a day with no programming or oral medication changes. The hcp has indicated that he believes that there are intermittent catheter kinks and then the pressure builds up to produce a small overdose. The patient has lost a significant amount of weight so there is an excess of catheter and the pump flips easily in the pocket. A catheter access port study was performed by another physician which showed aspiration and good perfusion. The patient will monitor the situation.

Manufacturer narrative:
Report submitted in error using report series # 2182207-2025-03081, whilst attempting to electronically resubmit 2649622-2007-00905. Please consider 2182207-2025-03081 void. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.